Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Trauma was reported. The user was hit by a stone thrown by a classmate; afterwards the recipient did not hear speech with left ci anymore. Reimplantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user is reported to have been hit on the head by a stone thrown by a classmate, after which the user reported no longer hearing speech with the left implant. The user was re-implanted.